Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that chronically high thresholds were noted on the right atrial (ra) lead. Rare undersensing was also noted causing false termination of an atrial tachycardia (at) / atrial fibrillation (af) episode. The ra lead remains in use. No further patient complications have been reported as a result of this event.